Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped into the bathtub prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 110 mg/dl.